Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the jaw is broken off at the thinnest point of the jaws insert on the axis to the transmission wire. This may have happened because the device was twisted with the open jaws, which is against its intended use. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the jaw was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the jaws without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic gynecological procedure, the distal end of the jaws insert broke and a fragemt fell into the patient's abdominal cavity. An x ray was performed but no fragments could be located inside the patient. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.